Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6) confirmed damage to the cuff lock that would have contributed to the report of the pump not being able to fully engage into the apical cuff; however, a specific cause for the observed damage could not be conclusively determined. Additionally, a specific cause for the reported bleeding under the apical cuff could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the cuff lock disengaged. The apical cuff was not returned with the device. Visual examination of the cuff lock revealed that the cuff lock latch arm was bent up and toward the cuff lock cover. Scratches consistent with markings from tool use were also present on latch arm. The cuff lock moved freely upon manipulation and could not be forced into the locked position with no apical cuff in place, as intended by design. The o-ring that seals the interface between the inflow cannula and the apical cuff was present and appeared free of damage or defect. The cuff lock was overlaid on a 1:1 scale drawing and confirmed that the left locking arm was bent out of specification towards the fully locked position, in addition to the latch arm being deformed. This evaluation could not conclusively determine when or how the latch and locking arms became bent out of specification. Review of manufacturing documentation, which includes functional testing and visual inspection of the cuff lock for bent latch and locking arms, found no deviations in manufacturing or quality assurance specifications. The cuff lock assembly was reassembled, and a test apical cuff was connected. The cuff lock moved easily; however, the cuff lock latch arm and left locking arm distortion prevented full engagement of the locking mechanism. The remainder of the device appeared unremarkable. Examination of the blood-contacting surfaces found no depositions or defects. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad assembly device history records showed that the cuff lock and sealing ring installed on (B)(6) passed all inspection and testing. The implant kit was shipped on15feb2021. The heartmate 3 lvas instructions for use (IFU) rev. C, is currently available. Section 1 of the IFU lists bleeding as an adverse event that may be associated with the use of the hm3 lvas. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The heartmate 3 lvas surgical hand tools IFU rev. A also provides information on how to properly disengage the slide lock mechanism from the apical cuff. The IFU instructs the user to advance the tip of the unlock tool into the slide lock tab with the pivot pointing away from the pump and warns the user to not advance the unlock tool any further after the tip has been engaged. The user must keep the shaft of the unlock tool parallel to, and resting on, the pump housing. Finally, the IFU instructs the user to rotate the unlock tool approximately 90 degrees until the slide lock unlocks. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during implantation, the surgeon was not able to lock the pump due to the locking mechanism being bent. The pump was prepped per the instructions for use (IFU), and the locking mechanism was not tested prior to use. The pump was locked on the apical cuff at one point, and then unlocked with the t-bar unlocking tool due to bleeding noted under the cuff. After additional pledgets were added to the cuff, the surgeon attempted to reengage the locking mechanism with resistance. A piece of the locking mechanism was bent with an unclear cause. The backup implant kit was used with no issues.